Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks after implant. Block d6b: explant date: 3 weeks after implant additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7082284.

Event description:
It was reported that the patient underwent an explant procedure due to infection.

Event description:
It was reported that the patient underwent an explant procedure due to infection. Additional information was received that the location of infection was at the spinal cord stimulation (scs) lead site. It was noted that the patient was treated for diskitis and osteomyelitis. Symptoms were worsening pain and superficial soft tissue swelling at the lead site. The infection was not procedure related. Antibiotics were prescribed. All explanted device components will not be returned per facility policy.